Manufacturer narrative:
B5: upon follow-up. It was reported, that on an unknown date, pd therapy was discontinued. On an unreported date, the patient was transferred to hemodialysis ((B)(6) a week). At the time of this report, the patient has recovered from the peritonitis event. It was reported, that the patient has been retrained on the proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as hygiene was not maintained. The patient was hospitalized for another indication and during hospitalization, the patient experienced peritonitis. Treatment for the event was unknown. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.